Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The 90% chronically stenosed, de novo, eccentric target lesion was located in the severely calcified and severely tortuous left circumflex artery. The lesion was noted to have a significant bend of >=90 degrees. Pre-dilation was not performed. The 2.25x16mm promus element coronary drug-eluting stent system was advanced and resistance was noted. The device was unable to cross the lesion and stent damage was observed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The 90% chronically stenosed, de novo, eccentric target lesion was located in the severely calcified and severely tortuous left circumflex artery. The lesion was noted to have a significant bend of >=90 degrees. Pre-dilation was not performed. The 2.25x16mm promus element coronary drug-eluting stent system was advanced and resistance was noted. The device was unable to cross the lesion and stent damage was observed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. The stent struts were severely stretched along its length, causing the stent to be pushed passed the proximal markerband. Kinks were observed along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Manufacturer narrative:
Complainant name: (B)(6) hospital. (B)(4).